Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in intensive care unit because of diabetes ketoacidosis. Customer¿s blood glucose level was 400 mg/dl. Customer¿s current blood glucose value was 152 mg/dl. Customer also specified other relevant blood glucose value and the value was 340 mg/dl and 300 mg/dl. Customer had a symptom like ketones doesn't feel highs. Customer treated with bolus for high blood glucose. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.